Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a ventilator for analysis and a battery voltage out of range code was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery fault indicator on a 980 ventilator lit up. The ventilator was not in use on a patient at the time of the reported event. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.